Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as digging into the skin near straps on side of breast areas. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.